Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this patient received an inappropriate shock and was hospitalized with the device turned off. A review of the data via remote monitoring transmission showed noise. Images taken of the system showed that the electrode was fractured. A revision took place, and visual inspection confirmed that the electrode was fractured and loss of insulation material was seen. The electrode was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient received an inappropriate shock and was hospitalized with the device turned off. A review of the data via remote monitoring transmission showed noise. Images taken of the system showed that the electrode was fractured. A revision took place, and visual inspection confirmed that the electrode was fractured and loss of insulation material was seen. The electrode was explanted and will be returned. No additional adverse patient effects were reported.